Event description:
It was reported that t:slim x2 pump battery did not charge and pump screen remained dark and would not turn on despite multiple attempts to power and charge it. There was no adverse impact to the customer¿s blood glucose level. Cts assisted customer with various troubleshooting methods. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.